Event description:
Caller reported damage to a tandem charging cable, resulting in non-functional charging supplies. There was no reported impact to the customer¿s blood glucose level. The damaged charging supplies were replaced by technical support with a two-day shipping arrangement.